Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. In addition, a complete insertion was not achieved at implantation surgery, with three channels remaining extra-cochlea. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was performed but the device has not been received for investigation yet.

Event description:
The user's hearing performance with the device is affected. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been expected whilst implanted. Based on the received information from the field, the active electrode was found to be migrated out of cochlea. In addition, an incomplete insertion at the time of implantation is reported. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user's hearing performance with the device is affected. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. Re-implantation surgery is scheduled for (B)(6) 2023.